Manufacturer narrative:
Date of event is unknown. Additional device procode: hrs, ktt. Date of implant is an unknown date in (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in (B)(6) 2016, patient underwent surgery to treat a left ankle fracture. Patient was implanted with one (1) 2.7mm/3.5mm lcp lateral distal plate and ten (10) screws. It was unknown to the surgeon if the patient was allergic to metal at the time of the initial surgery. Subsequently the patient felt some soft tissue irritation and this was discovered to be a reaction to metal allergy. The surgeon then decided to remove all implanted devices and the construct with all devices intact was removed on (B)(6) 2018. Intra-operative x-rays taken suggested that the fracture had completely healed. The removal of plate and screws construct was completed successfully and without any complications. No additional interventions were required and there was no surgical delay. The patient was reported to be in stable condition. This report is for one (1) 2.7mm locking screw slf-tpng with t8 stardrive recess 14mm. This is report 8 of 11 for (B)(4).